Event description:
Same case as: 2134265-2013-03891. It was reported that during a percutaneous transluminal angioplasty treatment procedure of an in-stent restenosis, balloon rupture and difficulty in catheter removal occurred. Vascular access was obtained at both left and right femoral artery. The target lesion was an in-stent restenosis of the implanted express ld iliac/biliary premounted stent system located in the pulmonary artery (as per source, "the implanted stent was cut when another heart surgery was performed previously"). The physician attempted to treat the lesion with dilation using the hugging balloon technique with 12.0mmx20mmx135cm and 12.0mmx40mmx135cm mustang balloon catheters. One balloon was inserted at the left femoral artery and the other at the right femoral artery and were advanced to the target lesion. First and second inflation of both balloons were done at 14 atms. However upon third inflation at 14 atms, the 12.0mmx20mmx135cm mustang balloon was caught in the edge of the implanted stent and ruptured. The physician tried to remove this device but resistance was encountered and failed to withdraw the device. Femoral cutdown was then performed and the device was removed intact together with the sheath. The device was examined, and circumferential rupture was found. The procedure was completed and no further patient complications were reported. The patient' status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2013-03891. It was reported that during a percutaneous transluminal angioplasty treatment procedure of an in-stent restenosis, balloon rupture and difficulty in catheter removal occurred. Vascular access was obtained at both left and right femoral artery. The target lesion was an in-stent restenosis of the implanted express ld iliac/biliary premounted stent system located in the pulmonary artery (as per source, "the implanted stent was cut when another heart surgery was performed previously"). The physician attempted to treat the lesion with dilation using the hugging balloon technique with 12.0mmx20mmx135cm and 12.0mmx40mmx135cm mustang balloon catheters. One balloon was inserted at the left femoral artery and the other at the right femoral artery and were advanced to the target lesion. First and second inflation of both balloons were done at 14 atms. However upon third inflation at 14atms, the 12.0mmx20mmx135cm mustang balloon was caught in the edge of the implanted stent and ruptured. The physician tried to remove this device but resistance was encountered and failed to withdraw the device. Femoral cutdown was then performed and the device was removed intact together with the sheath. The device was examined, and circumferential rupture was found. The procedure was completed and no further patient complications were reported. The patient' status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received inserted through a 7 french sheath. Extending out from the sheath was the tip and distal section of the balloon. The sheath was retracted back proximally in order to expose the balloon. An examination of the balloon revealed a complete balloon circumferential tear that occurred at 9mm proximal to the proximal edge of the distal markerband. The sheath was bunched in various locations. A microscopic examination the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).